Event description:
Reporter indicated that a patient's vns generator and lead were replaced due to increased seizure activity believed to be due to a malfunction. The explanted lead and generator have been returned and are currently undergoing analysis. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected.